Event description:
This event involves a stryker distal femoral prosthesis that was implanted into a patient for six years. The patient was found to have a device failure and the device was explanted. This is the first failure seen in this stryker product at this facility. Patient has had a history of osteosarcoma. X-ray films indicated failure of the implant, which were taken in response to patient complaint of pain. Patient exhibited extensive seroma of the leg. Previous allograft implant failed and the patient was implanted with the gmrs distal femur system. One of the two extension segments of the (morse taper portion) was found to be broken in 5 pieces during the revision surgery.====================== manufacturer response for prosthetic, howmedica stryker======================they have asked to study the device.